Event description:
Caller states the patient tested 8.0 inr on the coaguchek s system and 5.5 inr on a comparison lab. Coumadin was held for 2 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.